Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was approximately 400 mg/dl. A systems check was performed with tandem technical support and it was discovered that cold insulin was used within the cartridge. Customer was educated cartridge/insulin labeling. Reportedly, the customer changed pump supplies and resumed insulin delivery.